Event description:
It was reported that during a hip arthroscopy a part of the device broke off. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
One unpackaged ar-9835, apollo rf® h50, batch 2309079, was received for investigation. Due to contamination. The evaluation was performed using photographic evidence. Visual inspection noted that the tip of the device was broken off. Functional testing was not possible due to contamination hazards. The most likely cause of the reported failure is attributed to user error, specifically the application of mechanical forces by the user while prying and leveraging the device during use. Per dfu-0242-eo revision 0, section d. Adverse effects: ¿premature tip wear may be caused by vigorous use against bony surfaces¿. The complaint allegation is confirmed. Refer to the investigation photos.